Manufacturer narrative:
Sensory medical advised the family to discontinue the use of the bed. The parents would like to give the bed another try and requested replacement sheets. 250416m16 is the lot for the safety sheets. Review of manufacturing records confirmed all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." "Do not use the product if any parts are missing, damaged, or broken." Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
Per complainant, her 14-year-old, 150 lb son ripped the sheet and escaped. Per parent, they did not replace the sheet and instead they removed the damaged sheet without replacement and her son has continued to escape the last two weeks. The parent states locks were in use and her son was not injured. Four pictures of the damaged sheet were provided showing a t-shaped rip down the length and width of the sheet. There was no report of injury as a result of the event.